Manufacturer narrative:
PMA # or 510 #: k050700 and k031049.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review was performed for all the implanted coils and this confirmed that all the batches met all material, assembly and performance specifications. The device remains implanted so was not available for analysis. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the aneurysm rupture was an anticipated procedural complication. The reported coil protrusion was determined to be most likely related to operational context.

Event description:
At a routine follow-up visit three months after the index procedure, it was noted that a loop of a previously placed coil was protruding from the aneurysm. It was reported that "the loop of coil prolapsed as the aneurysm wall was ruptured by the coil's tension." It is unknown when the rupture occurred, the patient was asymptomatic. The physician took no action to deal with the event and there was no clinical consequence to the patient.

Event description:
At a routine follow-up visit three months after the index procedure, it was noted that a loop of a previously placed coil was protruding from the aneurysm. It was reported that "the loop of coil prolapsed as the aneurysm wall was ruptured by the coil's tension." It is unknown when the rupture occurred, the patient was asymptomatic. The physician took no action to deal with the event and there was no clinical consequence to the patient.